Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a possible over-delivery anomaly. Blood glucose value at the time of event was 20 mg/dl. The customer experienced symptoms of loss of consciousness. During the event. The customer was treated with emergency medical services and glucose. The event involved product(s) mmt-1884l, mmt-332a, mmt-396a, and mmt-7040ma. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-396a. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Unable to test for delivery anomaly-possible over delivery due to critical pump error (open book image) alarm. [Per freger, mark ¿ r&d engineer no evidence of the open-book was found in error log, pump history and traces.] Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and motor. No damage noted on the force sensor. Pump successfully downloaded traces and history file using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case at the battery tube side, faded serial number label, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. No damage noted on the battery cap. On the primary svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 24-aug-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4), perform the history review 1 week prior to the event date 24-aug-2025 in the pump history file and found 1 lost sensor alert on (B)(6) 2025 and 1 lost sensor alert on (B)(6) 2025. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. On a related svn (B)(4), perform the history review 2 days prior to the event date 25-aug-2025 in the pump history file and found 1 lost sensor alert on (B)(6) 2025. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Force sensor zero offset within specification (23.2 mv). Unable to perform the functional tests due to critical pump error (open book image) alarm. Unable to confirm alleged low bgs. Alarm-aa99-critical pump error confirmed due to moisture damage on the electronic assembly. Delivery anomaly-possible over delivery unknown. Upload error confirmed (unable to perform the carelink upload due to critical pump error (open book image) alarm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.